Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A device history record (DHR) and ship history review cannot be performed as the lot number was not available. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Correction to field h6: impact codes.

Event description:
It was reported that a surgical procedure was initiated for removal of an artificial urinary sphincter (aus) due to incontinence and erosion. During the procedure, an accessory device was opened and crossed the sterile field; however, the physician changed the course of action, and the device was not used. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a surgical procedure was initiated for removal of an artificial urinary sphincter (aus) due to incontinence and erosion. During the procedure, an accessory device was opened and crossed the sterile field; however, the physician changed the course of action, and the device was not used. There were no patient complications reported.